Event description:
Unomedical reference number (B)(4). Event occurred in the united states on(B)(6)2024, it was reported that on 28-mar-2024, the patient experienced infusion set tubing was leaking. At the time of the issue, the blood glucose level was 400 mg/dl. The infusion set was used hours to 3 days. Additionally, infusions set was replaced and resumed insulin successfully. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-01193 - device 3 of 10